Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric shaped, 20mm in length, de novo target lesion was located in the severely tortuous, severely calcified, 2.75mm in diameter, obtuse marginal (om) artery. The lesion was not pre-dilated. This 2.75x28mm taxus liberte stent delivery system (sds) was selected and attempted to be advanced into the om against resistance when the sds became stuck. The physician attempted to remove the sds when the stent dislodged from the sds in the om. The stent did not embolize. An attempt was then made to deploy the stent with a balloon catheter in the om; however, the physician was only able to crush the stent against the vessel wall. Several balloon catheters were then used to dilate the vessel. The physician then attempted to advance a 2.50x28mm taxus liberte to the lesion; however, this sds was unable to pass the previously crushed 2.75x28mm taxus liberte stent. The 2.50x28mm taxus liberte sds was removed from the patient intact. The procedure was aborted at this point and the patient was consulted about cardiothoracic surgery. No further patient complications were reported and the patient's status is fine.